Manufacturer narrative:
The insulin pump was received with all buttons responding properly, and no damage or moisture on the keypad assembly. There was no indication of an unlocked lcd keypad connector, nor were there any button error alarms. However, traces of moisture were noted at the lcd screen. The following cosmetic damage was also found on the device: cracked case at the reservoir tube lip and minor scratches on the lcd screen. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 105 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that he was shaving and may have splashed some water on the pump, the lcd screen in particular. The button error occurred after he let the pump dry out. He was unable to clear the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.